Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level was not provided. The customer indicated that the hospitalization was not due to the pump or supplies and that they were functioning as intended; however, declined to provide further information regarding the issue.